Manufacturer narrative:
(B)(4). The transfer set was returned and analyzed. The device passed both clear passage and clamp functional tests. Visual inspection identified a cut in the tubing of the transfer set. A leak test was done which revealed that the device was leaking at the area of the identified cut. The problem was confirmed through sample evaluation. Upon completion of the evaluation or upon receipt of additional information, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the cut in the tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv-flash transfer set leaked. According to the report, the customer stated that it appeared to be coming from a crack in the silicone tubing. This event occurred during patient use. No injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.